Event description:
Additional information received from the consumer reported an appointment was on (B)(6) 2016 with their physician. The device was repro grammed and settings were turned up, but the issue did not resolve.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysf unction. It was reported there was a loss of therapy and the patient increased stimulation. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, a supplemental report will be sent.